Event description:
During an ipg replacement procedure, it was reported the existing leads showed invalid impedance. The physician abandoned the procedure, cut the leads at the ipg connection and left the leads implanted. However, the lead ends that were left in the ipg were explanted and returned to sjm. Note the pt received two leads from the same lot number. Reference MFR report #1627487-2014-15068 for ipg.

Manufacturer narrative:
Eval results: the lead terminal end segments were returned cut, in several places, as a result of the explant procedure. Microscopic inspection of both lead segments revealed broken wires. The fracture in the lead body is consisted with an overstress condition at the distal end of the swift-lock anchor. Despite the ipg passing all tests, the broken lead wires likely caused the ipg to turn off due to intermittent contact in the leads. Conclusions: complaint was confirmed for ineffective stimulation. The broken lead wires likely caused the ipg to turn off due to intermittent contact in the leads. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.